Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to: improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery system (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. The sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the patient underwent a light exercise challenge in the hospital during which the patient complained about chest pains. Angiography was performed which confirmed stent thrombosis proximal to the implanted xience stent. Angina and thrombosis are known adverse events listed in the rx xience instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to deploy for this lot.

Event description:
It was reported that the patient was implanted with an rx xience stent which required post-dilatation to fully expand the stent against the vessel wall. The patient returned on (B)(6), 2011 to undergo a light exercise challenge in the hospital. During the test the patient complained about chest pains. Angiography was performed which confirmed stent thrombosis proximal to the implanted xience stent. A balloon pump was inserted and aspiration was performed prior to implantation of a bare-metal stent and completion of the procedure. No adverse patient effects were reported and the patient is reportedly recovering smoothly. No additional information was provided.